Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had their battery replaced in (B)(6) 2019 because they were having difficulty recharging. It was taking too long and then they needed a hard reset. The manufacture representative (rep) reviewed the steps and directed the patient to call them when they were at the last phase. However, the reset was never completed as the patient couldn't get a hold of the rep. The difficulty recharging and needing a hard reset occurred 1.5-2 years ago and they called their rep who reviewed the steps of a hard reset with the patient 1.5-2 years ago. No further complications were reported/are anticipated.